Event description:
The device was originally implanted via l-p shunt on (B)(6), 2014 to the patient who was (B)(6) male ((B)(6)) after subarachnoid hemorrhage. The initial setting pressure was 140mmh2o. On (B)(6) 2014, the patient had walking disability and it was found by CT scan that the ventricles of the patient's brain became large. Since the situation was not improved even after flashing, the surgeon suspected the blockage of the valve and conducted the revision surgery on (B)(6) 2014. The device was replaced to the same new product at 140mmh2o. The patient is now followed.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. The valve leaked from the needle holes in the needle chamber, no other leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming, the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code ns9008, with lot number cpncw8, conformed to the specifications when released to stock on the 14th january 2014. No root cause could be determined, as the problem reported by the customer could not be duplicated.